Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system model #: m-4800-01 serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Stockert rf generator model #:m-5463-01 serial #: (B)(4). C3 nav variable lasso catheter model #: d-1290-01-s lot #.: 15442138l 5. Ismus catheter model #:d-1171-27-s lot #.: 15098133 the customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that they do not consider the bwi equipment or products to be the cause of the patient incident. Customer declined to have the bwi equipment functional tested. The customer with continue to use the bwi equipment and declined any system service. (B)(4).

Event description:
It was reported that during an afib procedure during mapping the patient became hypotensive and medical intervention was required. Following an anterior movement of the ablation catheter the patient's blood pressure dropped. A resterilized acunav catheter was used to identify a pericardial effusion. A pericardiocentesis was being performed at the time the event was reported to bwi. The physician was not exactly sure what actually caused the perforation/tamponade. He was unclear what happened. It could have been during the transseptal, a new wire that they used, or pushed too hard with the ablation catheter. The event did not occur during ablation. The irrigation catheter was set to 2 cc/min. A long non-bwi sheath was used during this procedure (agilis sheath). During the procedure, the patient was receiving anticoagulation with act maintained at 250-350s.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).